Event description:
Boston scientific received information that during an attempted implant of this left ventricular (lv) lead, difficulty was encountered when trying to advance the lead through the target branch. A venogram revealed a dissection of the target branch. This lv lead was then attempted to be implanted in a new target branch. The lead displayed high out of range pacing threshold measurements. This lead was removed and a previous lv lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was not implanted and is not in service. There is no intended return of product for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.